Manufacturer narrative:
Concomitant product: boston scientific encore 26 inflation device. Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. During a functional test, a cook dilation syringe (ds-60cc-s) was filled with water and attached to the balloon inflation port. The syringe was placed into an inflation handle, and negative pressure was applied to the balloon. After applying negative pressure, the balloon was inflated with water. The balloon would not hold pressure, and water was seen leaking from a crack in the catheter. A visual examination of the catheter showed a crack approximately 16.2 cm from the distal end. The pre-loaded wire guide was included in the return of the device. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the information provided indicated that the balloon was inflated using a boston scientific encore 26 inflation device. The encore 26 inflation device has a 20 cc syringe which is incompatible with the dilation balloon and cannot be used to inflate it. A possible contributing factor to catheter damage is use of an incompatible inflation device to inflate the balloon. The instructions for use advise the user: "attach the balloon to a 60 ml (cc) inflation device with gauge to monitor balloon pressure." The additional information provided indicated that the user did not apply lubrication to the balloon prior to advancement. A possible contributing factor to a crack in the catheter is failure to apply lubrication to the balloon prior to advancement through the endoscope. The instructions for use direct the user: "apply a lubricating agent to the balloon to facilitate passage through the endoscope accessory channel." This activity will aid in endoscopic advancement/removal and balloon preservation. Kinks and/or bends and/or cracks in the catheter can occur if the device experiences excessive pressure during use and/or general handling. Catheter damage can also occur if the balloon comes into contact with a sharp object or a burr in the endoscope channel. Prior to distribution, all hercules 3 stage wireguided balloons esophageal-pyloric-colonic are subjected to a visual examination to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided that lubrication was not applied and that an incompatible inflation device was used, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During a pyloric dilation procedure, the physician chose a cook hercules 3 stage wireguided balloon esophageal-pyloric-colonic. The balloon was leaking. The complaint form states: the balloon was filled with water using a [boston scientific] encore 26 inflation device, but [water leaked] out directly from the balloon body. The balloon was leaking. The next balloon worked without problems, and the procedure was performed successfully. There was no reportable information at this time. The device was evaluated on 02/23/2018. The catheter was found to be cracked and leaking.